Event description:
The mti flowrider plus 1.5f catheter was used for infusion of liquid embolic material (onyx) during an avm procedure. During the first embolization session with onyx, everything was ok. It lasted 2 hours. 0.65 ml onyx was injected. A syringe change was made. No onyx appeared during the injection. The physician did not feel greater force, then suddenly the catheter burst. Onyx spread into the aca and mca. The pt had a major stroke with hemiparesea and pulmatic problems in ICU.